Manufacturer narrative:
The final device was evaluated in the field and it was determined to be experiencing a loss of electric function, which is not reportable. Number of events and h codes have been updated to reflect.

Event description:
This report summarizes 13 malfunction events, where it was reported the devices experienced exposed bare wires or accessible ac current. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 13 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced exposed bare wires or accessible ac current. There was no patient involvement.